Event description:
During a follow-up visit, ventricular pacing failure was observed. This was observed when the pt moved the arm up and down, and when changing body position. Ventricular lead impedance was over 3000 ohms with both unipolar and bipolar settings. Irregular threshold measurements were also reported. Furthermore, the pt sometimes experienced dizziness. The physician indicated that lead failure or lead migration was not confirmed by x-ray. An intervention was performed on the following day. Reportedly, the ventricular lead was pulled before unscrewing the setscrew, and the lead came out from the port. Psa measurements on both leads were normal. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.